Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for evaluation. Because the available information did not indicate what factors may have contributed to the alleged "prosthesis does not inflate", and because no functional abnormalities were noted other than instrument damage, quality cannot determine the cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, prosthesis does not inflate.